Event description:
It was reported that there was a problem with the patient programmer (pp). The patient was not able to make adjustments both with or without the antenna attached. It would not do telemetry with or without the antenna. The patient could connect with the implantable neurostimulator recharger (insr) but not with the pp. The patient also wanted to increase stimulation because she was not feeling it. The patient did not know how to use the pp. On the day of the report the patient¿s pain in her leg returned. It was so bad her husband had to rub it while she was in bed. She was not able to recharge because she had visitors from out of town visiting her. She normally charged 2 times a week. When she recharges she normally felt stimulation but she was not feeling it lately. She was on 10.00v and she increased to 10.10v. The patient was not able to see very well and thought maybe the stimulation was at 0.10v, but she was now feeling stimulation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. Upon return of the pp, analysis found no significant anomalies. The face plate was scratched and the antenna jack was resoldered as a preventative measure.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).